Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: product ID 5034-58 lead, implanted: (B)(6) 1996; product ID 5534-45 lead, implanted: (B)(6) 1996. (B)(4).

Event description:
The leads were returned to the manufacturer after being explanted due to an upgrade. The leads subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.